Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.